Manufacturer narrative:
(B)(4).

Event description:
Surgeon was about to place tissue into endo catch bag; surgeon noticed a hole in the bag and withdrew the product. Plastic of the endo catch bag was deemed broken prior to opening (there was no manipulation from forceps or graspers etc) corrective action taken relevant to the care of the patient: no harm to patient. Patient outcome: new catch bag opened. Number patients involved: 1.